Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the trial was damaged. Root cause and corrective action are documented in the CAPA system. Examination of the returned device revealed the larger balseal spring component was deformed. Furthermore, the larger balseal post was chipped. This type of damage to the spring and post is consistent with the use of improper technique during trial removal. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was reported for breakage.